Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on an unknown date, the patient was hospitalized. Peritoneal dialysis therapy was ongoing using the facility cycler during the hospitalization. Thirty days prior to the receipt of this report and during the hospitalization; the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with intraperitoneal vancomycin for twenty-one days (frequency and dosage not reported) for the peritonitis. It was not reported if the patient was recovered or was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis event was not reported. Treatment was not reported. At the time of this report, the patient was still hospitalized for the event. The outcome of the peritonitis event was unknown. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this event.